Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during central processing, the permanent cautery spatula (pcs) wire was damaged. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after reprocessing. It was unknown which cable was damaged. The permanent cautery spatula instrument did not collide with any other instrument or tool during procedure. There was no evidence of arcing during the last procedure. After the completion of the last procedure, the instrument was inspected with no issue. There was no patient injury. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed electrical continuity and energy was delivered. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.